Event description:
It was reported that, "the surgeon initially went in to remove bone around the patella. It was discovered that the patella had cracked, so the pt was revised. Once the surgeon decided to revise, he replaced the poly as well."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.